Event description:
A mild corneal burn in the left eye occurred during the extracapsular cataract extraction with intraocular lens implant procedure. The doctor, while using the phacoemulsification handpiece with curved tip, indicated that the eye was murky and the handpiece was hot. A new handpiece was requested. It was then noted that the phacoemulsification tip insertion point was cloudy white.